Event description:
During the device evaluation the downstream occlusion seal was found to be peeling. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeling downstream occlusion seal. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.